Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely.

Event description:
It was reported that the patient's implantable pulse generator (ipg) was at elective replacement indicator (eri) and a replacement procedure was set to begin. Upon interrogation of the device prior to replacement, it was reported that the battery voltage was above eri and indicated another 26 months of expected longevity with battery impedance less than expected for an eri value. The ipg was reprogrammed to the original settings and the procedure aborted. It was also reported that this could have resulted from an electrical reset but the clinic did not retain information from the interrogation that would have provided this information. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Elective replacement indicator (eri) triggered (B)(6) 2016. High atrial output programmed since (B)(6) 2015 put load on battery and caused eri to trip. After the device went to vvi, the battery recovered a bit and allowed eri to be cleared. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's device displayed a second occurrence of elective replacement indicator (eri) but battery voltage was above the eri level and reprogramming was possible. There was no evidence of a power on reset (por) and the ipg remains in use. It was recommended that the atrial pacing output be assessed as this was programmed to elevated levels which could contribute to the eri indication. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.